Manufacturer narrative:
The returned ipg passed all functional testing (bench and autotest). No root cause was identified for the reported event.

Manufacturer narrative:
Date of event is estimated, the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced shocking sensation at the ipg site, reprogramming did not resolve the issue. As a result, ipg was explanted and replaced resolving the issue.